Event description:
(B)(4). I was having severe "pelical" pain on my left side mainly, along with painful intercourse I was bleeding more than normal, periods were very irregular, migraine headaches, hair loss more than normal, weight gain bloating in my abdomen.